Event description:
A caller reported that the t:slim x2 pump battery was not charging, accompanied by a power source alert. The customer noticed the battery level dropped from 90% to 20% during attempts to charge it using different outlets. There was no adverse impact to the customer¿s blood glucose level. During the call, the battery level was restored to 100%. Technical support advised the customer on proper battery charging habits, including the importance of leaving the pump connected for at least 30 consecutive minutes to allow the system to recalibrate. The customer acknowledged the advice, and no further assistance was required.